Event description:
Approx 7 months following the placement of 2 cypher stents, the pt returned for follow up. Repeat coronary angiography revealed a stent fracture in one of the stents with in-stent restenosis. It is unk if any treatment was necessary. Indication for initial evaluation and procedure is unk. The target lesion is described as a type c, de novo lesion of the left anterior descending artery. This is a non-bifurcating, non-turtuous, moderately calcified lesion, 55mm in length. There was no thrombus present. The lesion was pre-dilated with a 2.25 x 20mm stomer balloon at 10 atms for 30 secs. A cypher 2.75 x 33mm and a cypher 2.5 x 33mm stent were deployed at 8-9 atms for 20 secs in overlapping fashion. Post deployment minimal luminal diameter was 2.71mm. Post-dilatation was no conducted. Timi pre-procedure was 1 and post-procedure was 3. Vessel sizing was 1:1.